Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported inflation issue was confirmed due to a pinhole in the balloon. The reported hub leak and damage to the sidearm was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported difficulties were likely due to case related circumstances. It is likely that the balloon interacted with lesion calcification or associated devices causing damage to the outer surface of the balloon material causing the balloon to leak and lose inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a percutaneous intervention was performed on 12/23/2019. An armada peripheral dilatation catheter advanced to the lesion and inflation was attempted, however, an air leak was observed at the hub and the balloon failed to inflate. Unspecified device damage was noted at the hub. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.